Manufacturer narrative:
The subject device in this report has not yet been returned to olympus for evaluation. This will be supplemented if device evaluation becomes available.

Event description:
The subject device was used during an uncertain procedure. After about 20 minute use, the probe of the device was broken. The probe tip fell off outside the patient. The procedure was completed with a similar device. There was no patient injury reported.